Event description:
It was reported that the atrial lead exhibited increased threshold and drops in sensing. The lead was capped and replaced during a device change out procedure on (B)(6) 2014. The patient was asymptomatic.

Manufacturer narrative:
(B)(4).